Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for 3 patient samples tested for elecsys ft3 iii (ft3 iii), elecsys ft4 iii (ft4 iii) and elecsys tsh (tsh) on a cobas e 801 module. The 3 patient samples were submitted for investigation where discrepant results were identified for ft3 iii, ft4 iii and tsh between the customer's e801 module, the centaur method, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any incorrect results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results and medwatch with patient identifier (B)(6) for information on the tsh results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The patient samples were also treated and underwent polyethylene glycol (peg) testing. The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used with the e602 module was 277945 with an expiration date of 30-sep-2018. The ft3 iii reagent lot number used with the e411 analyzer was 314666 with an expiration date of 28-feb-2019. The ft3 iii reagent lot number used with the e801 module at the investigation site was 314824 with an expiration date of 31-may-2019.

Manufacturer narrative:
An interfering factor could not be identified. A general reagent issue could not be found.